Manufacturer narrative:
Unit alarmed button error followed by unresponsive buttons due corroded keypad traces. Unit tested after cleaning the keypad traces. Unit passed rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test. Unit power up properly after battery installation. Unit received with operating currents within specification. No failed battery test alarms noted. Unit received with cracked case at display window corners, display window, reservoir tube window corners, reservoir tube window and battery tube threads. Unit received with minor scratched lcd window. (B)(4)

Event description:
Customer reported via phone call to have received a button error alarm and was not able to clear. Customer attempted to remove and replace battery and received a battery test fail alarm. Customer once again changed battery and received another button error alarm. Customer's blood glucose was 150 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.